Event description:
A hospital in (B)(6) reported that an rt200 breathing circuit failed the ventilator test and a small hole was found in the "small" blue tubing. This was found during setup, prior to patient use.

Event description:
A hospital in (B)(6) reported via a fph field representative that an rt204 breathing circuit failed the ventilator test and a small hole was found in the "small" blue tubing. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The rt204 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt204 breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon receipt of the complaint device and completion of our investigation.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt200 breathing circuit kit was returned to fisher & paykel healthcare in (B)(4) and visually inspected. Results: visual inspection revealed that there was a hole in the dryline, about 100 mm away from the connector. A lot check revealed no other complaints for the lot number provided. Conclusion: it was identified that damage to the rt200 dryline could have occurred during the manufacturing process, although it is not a batch related issue. During production of the dryline, a leak inspection is performed every 10 minutes. If a defect is found, the product from this time period is set aside for further inspection and production is stopped until the problem is solved. The user instructions for the rt100 adult breathing circuit state the following: check all connections are tight before use set appropriate ventilator alarms (B)(4).